Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber beam started firing forward and stopped working at 128,000 joules. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contribute to the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber beam started firing forward and stopped working at 128,000 joules. The procedure was completed with another fiber. There were no patient complications.